Event description:
The customer reported that the unicel dxc 860i synchron access clinical system generated high na (sodium) and high cl (chloride) results. In addition to the false high na and high cl results, the data provided by the customer indicated false high k (potassium), calc (calcium), and co2 (carbon dioxide) results for 4 patients. The results were not reported outside the lab. There was no impact to patient treatment. The customer repeated the samples on an alternate dxc instrument and obtained lower na, cl, k, calc, and co2 results which were considered correct. The quality control (qc) was within laboratory established ranges prior to the generation of erroneous electrolyte results.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument and identified bubbles in the ratio pump. The fse replaced the ratio pump to resolve the issue.